Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. Evaluation also revealed visible moisture ingress on the force sensor and determined that the moisture impacted the force sensor resistance. Review of the pump history revealed a loss of prime warning associated with zero force and a "no cartridge detected" warning. The pump did not detect the cartridge on the load step during evaluation and dispensed insulin from the cartridge.